Event description:
The system controller was exchanged, and the issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a recording issue with the system controller pump log files was confirmed via the submitted log files. A review of the submitted lvad event and periodic log files showed no events even though it was downloaded while connected to a pump. The account provided log files from the new controller which showed full events in both the controller and pump log files. There were no issues with recording data. The returned system controller, serial (B)(6), was functionally tested and found to operate as intended during analysis. The log files were downloaded during testing without any issue. The controller was able to support pump function for an extended period of time. No alarms were produced while testing. After testing the controller log files were downloaded once again to see if the reported issue was reproduced. All log files showed full events in both the controller and pump log files. There were no issues with recording data. The reported event was not reproduced, and a root cause cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. The heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explains ¿the driveline power fault, driveline communication fault (driveline comm fault), communication fault (comm fault), backup battery fault, and replace controller fault are examples of non-transient alarms that require specific user action to resolve the alarm condition. These alarms remain on the user interface screen until the alarm condition is resolved or permanently disabled by a clinician, and therefore do not appear in alarm history. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly insert the memory card. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller did not display any log files. The log files were unable to be downloaded on the new screen and the older screens did not display anything. The patient statues there were no alarms. The screen was only able to download the system controller's periodic log files and was unable to download the pump log file. There were no unusual events recorded in the log file event history. The system controller was exchanged.